Event description:
It was reported that the rotawire was fractured and was remained inside the patient. The target lesion was located in the mildly tortuous and severely calcified circumflex/obtuse marginal 2 artery. A 330cm rotawire and wireclip torquer and a 1.25mm rotapro were selected for use. During the procedure, after the burr was advanced through the lesion, it jumped and radiopaque portion of the wire detached and became dislodged. Several troubleshooting attempts including a snare, wrapping wires, encapsulating it with a guide extension catheter were attempted. Retrieval was unsuccessful. The patient was reaching his max contrast and max radiation dose. The physician then pinned the dislodged tip to the wall of the vessel using a synergy xd stent to prevent further embolization. No patient complications were reported.